Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that, the axsym troponin-I adv reagent cap is defective which resulted in probe damage. There was no impact to pt management reported.